Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety mode. Technical services (ts) recommended to replace this device. As a result, this device was explanted and replaced with a non boston scientific ICD. No adverse patient effects were reported. This device has not been returned.